Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a clinical study regarding a patient receiving hydromorphone (2.0 mg/ml at 0.7196 mg/day), compounded baclofen (300.0 mcg/ml at 107.94 mcg/day), and bupivacaine (30.0 mg/ml at 10.794 mg/day) via an implanted pump. The indication for use was spinal pain. It was reported the patient had improvement to pain relief but also felt "over-medicated", on (B)(6) 2018, with specifying symptoms. The clinical diagnosis was it medication side effects. It was indicated the event was related to the device or therapy and possibly related to the drug hydromorphone. The pump was reprogrammed, on (B)(6) 2018, and the it rate was decreased. The issue resolved without sequelae on (B)(6) 2018.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from healthcare professional (hcp) via a clinical study indicated the patient's baseline weight was not measured. The cause of the patient being "over-medicated" was not determined. No further complications were reported/anticipated.